Event description:
The plaintiff's attorney alleged that the decedent experienced multiple cardiovascular events on unknown dates between (B)(6), 2003 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.